Event description:
Per the clinic, the patient was explanted due to surgical problems. The surgeon stated that the electrode array was cut by mistake. The patient was explanted in 2009. No information was provided on reimplantation at the time this report was filed, the following month.